Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a low shock impedance measurement less than 20 ohms. The shock impedance measurements ranged from 47-52 ohms with in-person testing in all configurations. Impedance measurements were taken while performing isometrics which produced no variations. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
At this time, this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
This device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A 50o load was connected to the shock outputs and commanded lead impedance test noted a shock measurement of 55o. This measurement is within the tolerance of the circuit. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.